Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch due to atrial lead noise was observed. No programming changes were made. There were no patient consequences. Lead remains implanted.